Event description:
It was reported that the patient presented routine generator change with noise exhibited by the right ventricular lead. Extracardiac stimulation was also observed. The lead was capped and replaced during the procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
Correction: h6 health effect - clinical code.